Event description:
It was reported that the IV was programmed for nulojix 275mg to run over 30 minutes. The large volume pump module malfunctioned and ran the fluid in 15 minutes. The pump settings were verified with the patient care manager and was programmed correctly. There was patient involvement but no harm. The third-party servicer also performed an investigation and were unable to duplicate the initial reported issue. In additional follow up customer mentioned that "after further investigation of the reported event, it was determined that this event was due to a pump programming error, not a device malfunction. The pump was programmed manually via guardrails, and error was due to incorrect volume programmed (200 ml instead of the ordered 100 ml) resulting in the pump calculating twice the intended infusion rate, and infusion completing in half the expected time."

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number # (B)(6) is a concomitant and this file has captured the correct suspect device with serial number # (B)(6) as per investigation report. Omit: c20 - no findings available, d15 - cause not established. Correction: describe event or problem, unique identifier (UDI) #, medical device serial #, device manufacture date. Additional information: imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion of nulojix was not replicated through device testing since no device was returned for investigation; however, it was confirmed through review of the logs. ¿ the reported suspect pump module s/n: (B)(6) was not used during the time of the reported incident (3:15 pm ¿ 3:31 pm); however, the concomitant pump module s/n (B)(6), was programmed to infuse during that time. It is suspected that this is the device used during the reported incident. ¿ the initial infusion programming for an unknown drug drugid=70 (suspected to be nulojix) was recorded on (B)(6) 2024 at 3:16 pm with a rate 400 ml/h and a volume to be infused (vtbi) of 200 ml. ¿ at 3:29 pm, an air in line alarm was observed, stopping the infusion. The infusion was resumed and was interrupted again by a second air in line alarm. ¿ at 3:38 pm, the unit was channeled off. The total primary volume infused was recorded to be = 85.475 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. ¿ inspection and testing could not be performed as the suspect devices were not returned for investigation. ¿ the device was reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the reported issue of an over infusion of nulojix is being attributed to an error in user programming. The facility reported that the vtbi was incorrectly programmed for 200ml, but instead should have been programmed for 100ml.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the IV was programmed for nulojix 275mg to run over 30 minutes. The large volume pump module malfunctioned and ran the fluid in 15 minutes. The pump settings were verified with the patient care manager and was programmed correctly. There was patient involvement but no harm. In additional follow up customer mentioned that, "after further investigation of the reported event, it was determined that this event was due to a pump programming error, not a device malfunction. The pump was programmed manually via guardrails, and error was due to incorrect volume programmed (200 ml instead of the ordered 100 ml) resulting in the pump calculating twice the intended infusion rate, and infusion completing in half the expected time." The third party servicer also performed an investigation and were unable to duplicate the initial reported issue.